Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing renal replacement therapy (crrt) with a prismaflex m100 set. Reportedly, after 36 hours of treatment, an alarm was triggered by the prismaflex control unit and an effluent leak was observed at the level of the yellow valve of the effluent bag. The effluent bag was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.